Manufacturer narrative:
On (B)(4) 2016, immucor technical support used a remote electronic connection method to assess the instrument test well images in question. It was determined that the test wells in question that yielded an unexpected instrument negative outcome were visually appearing as positive. An immucor field service engineer (fse) visited the customer site to assess the instrument in question on (B)(4) 2016. The fse found the instrument in question to be operating as expected.

Event description:
On (B)(6) 2016, a customer site reported an unexpected negative antibody identification test wells when testing on a galileo echo, when visual inspection showed the wells to appear as positive.